Event description:
It was reported that the ventilator reset two times. It is unk if the ventilator was connected to a pt or it the ventilator alarmed when the reported problem occurred.

Manufacturer narrative:
Na.